Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed an external flash error and it cleared all her settings. Customer was able to reset all the settings. Customer was advised to rewind the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test. The problem isolated to mother board. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.